Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the low blood glucose levels. Customer¿s blood glucose at time of incident was 58 mg/dl and current blood glucose was 280 mg/dl. Customer has treated with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis. Most recent event was today blood glucose was 58mg/dl, 73mg/dl and 76mg/dl at different time intervals. Insulin pump will not be returned for analysis.